Manufacturer narrative:
The device was received for evaluation. Visual inspection with naked eye and magnification was performed. Sample did not meet specification due to a defect identified during visual inspection: deformed patient adapter. Functional testing performed included leak testing, clear passage test, and clamp function tests were performed with no issues. The reported problem connection ¿ patient connector and adapter was not duplicated/verified because integrity testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation by baxter manufacturing personal, it was reported that it appears the patient adapter deformation was not manufacturing related.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty connecting the transfer set with the titanium adapter. The patient was having issues draining due to this event. During connection, the patient adapter was rotated; therefore, the nurse used kocher forceps to tighten the adapter. The nurse reported that the hole (diameter) of the patient adapter appeared to be small when compared to another device. To resolve the reported issue, the nurse replaced the transfer set with a new one and there was no issues noted with the connection (the same titanium adapter was used). There was no patient injury or medical intervention associated with this event. No additional information is available.